Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals to be broken. The device was observed to have a non-original equipment manufactured top case, a missing battery, and a cracked right plunger case. The device's event history log was unable to be reviewed due to the blank screen and alarm. Functional testing was conducted. Upon review, the reported problem was confirmed and duplicated. An incomplete update process by the customer was determined to be the root cause. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device has a blank screen failure. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.